Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that approximately five years and two months post index procedure the patient presented emergently and a CT revealed that the endurant stent graft bifurcate had a distal type I endoleak in the left common iliac artery. The physician elected to treat the distal type I endoleak by coiling the left internal iliac artery and by extending coverage to the left internal iliac artery with the implant of an endurant stent graft limb. The distal type I endoleak was resolved. During the intervention it was observed that the suprarenal stent of the endurant stent graft bifurcate had become detached from the stent graft fabric. The physician elected not to perform an intervention for the suprarenal stent detachment. Per the physician the cause of the distal type I endoleak and the suprarenal stent detachment was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported severance of the suprarenal stent was confirmed, and the suprarenal stent was also found fractured in at least 3 locations; however, the cause could not be determined from this single still non-contrast angio image. The anatomy at implant is unknown, and earlier post-implant films (including CT¿s) were not available for review. The four proximal markers of the bifurcate were not in the same plane, indicating that there was moderate angulation of the bifurcate which may have contributed to the stent graft severance and fractures. The cause of reported distal type I endoleak could not be determined. Images of the distal limbs were not visible and the films were non-contrast. The patient was originally implanted with 24mm and 28mm diameter limbs (likely into aneurysmal iliacs); therefore, disease progression may have been a contributing factor.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported severance of the suprarenal stent was confirmed, and the suprarenal stent was also found fractured in at least 3 locations. However, the exact cause could not be determined from the single still non-contrast angio image and post-implant CT¿s returned. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. However, it appears likely that there has been disease progression and possibly aneurysm morphology changes. CT¿s returned from 5 years post-implant revealed that the proximal neck was severely angulated and was aneurysmal. The maximum neck angulation measured 80° rt-lt, and the neck diameter at the left renal near the location of the detached suprarenal stents, measured ~40 x 50mm. No clear damage to the bifurcate proximal fabric could be confirmed. In addition, both the 24mm and 28mm iliac limbs were not opposed to the aneurysmal iliac arteries, with resulting bilateral distal type I endoleaks likely caused by disease progression. Since the anatomy prior to implant and at earlier follow-up¿s is unknown, the exact cause of the suprarenal stent severance and fractures could not be determined. A possible root cause scenario could be disease progression causing neck dilatation and neck angulation, leading to a lack of radial support along the proximal seal stent, and eventual suprarenal stent fractures and stent severance caused by high loading and failure of the suprarenal stent to fabric attachment sutures.